Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 7.0, reference: 4.1, mean: 5.55, confidence limits: na. All other results reported on different days were excluded from comparison test since time between tests exceeded three hours. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Confidence limits could not be established. Calculated mean is greater than 5.0 and the difference between results is greater than 2.2. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on (B)(6) 2011 revealed that result comparisons met both precision and accuracy criteria. At least two out of three replicates for both donors are within the allowable bias (+ or - 1.0) for accuracy. No further investigation will be pursued at this time. As reviewed on (B)(6) 2011, two hundred and twelve discrepant result complaints were reported for lot #254609, yielding a complaint rate of (B)(4). Action threshold (B)(4) was reached. Due to an increase in discrepant complaints, this issue was escalated to (B)(4). Additional information will be provided pending closure of (B)(4).

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.0, lab: 4.1. Caller also reported imprecision with inratio meter. Patient's therapeutic range: 2.5-3.5 inr. Patient was off coumadin starting (B)(6) 2011 for about two weeks and had lovenox during that time. Switched back to coumadin only by the time of the tests above. Patient's doctor was increasing her dose based on meter inr until her inr came into therapeutic range, then started lowering dose when inr on meter was above 4.0. On (B)(6) 2011, patient did not take any coumadin due to high inr value on the inratio meter.